Manufacturer narrative:
(B)(4). The patient's exact age/date of birth is unknown; however, it was reported that the patient was born in 1947. Problem of lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an uphold (tm) lite w/ capio slim device was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the suture broke while passing through the sacrospinous ligament and the needle was retrieved. The procedure was completed with another uphold (tm) lite w/ capio slim device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.